Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Global transmitter final functional test was performed and passed all relevant testing. A review of the share data log did not confirm the reported event of loss of connection, as no relevant issues were found within the investigative window. The probable cause could not be determined post investigation.